Event description:
Baxter (B)(4) received a report that logix compounding software was sending authorized orders to "export error" status. The orders were appearing in both the "orders" tab and "errors" tab of the main pane. The facility was unable to successfully transfer any orders from logix oe to logix cm. On a subsequent attempt to authorize an order in logix oe, a "microsoft. Net framework" "logix oe application exception" error message was displayed. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt. Evaluation summary: baxter nutrition technical services evaluated the software. Review of the windows application event viewer revealed that the "autogrow" feature of sql server was in the process of increasing the size of the logix oe database. When the autogrow feature is active, it can result in the reported behavior. The pc hosting the logix oe database was rebooted and the logix oe database was backed up in an attempt to pre-empt the autogrow feature and return the logix system to an operational state. This was successful, and logix oe was able to successfully export tpn orders to logix cm. The problem was resolved. If additional information becomes available, a follow-up report will be submitted.